Event description:
Nurse had noticed pt rate was at 60 bpm instead of 90 bpm. The nurse had noticed the display was off on the pacemaker. She turned unit off and then back on and the unit did not turn back on. She did not recall if the low battery icon was flashing at an earlier time. She replaced the pacemaker on the pt and the replacement is operational. The nurse had replaced the batteries in the unit that shut down and powered on, the unit powered up properly. The original batteries had been thrown away. Pulled unit to biomed.